Manufacturer narrative:
The t:slim g4 pump user guide states that the t:slim g4 pump should be taken off and removed from the procedure room during an x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan or other exposure to radiation. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. It was reported that the customer was wearing the pump during an x-ray procedure. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.